Event description:
On (B)(6) 2026, a patient (pt) in israel reported that last week (exact date not provided), after wearing a new acuvue oasys®1 day with hydraluxe¿ technology brand contact lens (cl) for approximately three hours, "I felt significant discomfort and removed it. I noticed that a small piece of the lens edge appeared to be missing. I discarded the lens right away. Unfortunately, two days later, I developed an "eye infection" in the same eye, which required treatment at a hospital eye emergency room." No additional details were provided. On (B)(6) 2026, a johnson & johnson (j&j) employee provided additional information. The pt was called and agreed to provide the diagnosis and treatment via email. The pt is continuing treatment. The pt did not attempt to wear lenses that were knowingly misshaped. On (B)(6) 2026, the pt provided redacted documents with diagnosis and treatment information via email. Emergency medicine department visit (B)(6) 2026. Complaints: pain in left eye since yesterday with contact lenses diagnosis: keratitis "uns". Urgently referred to the emergency medicine department for: examination by an ophthalmologist. Diagnosis: corneal abscess left (os). Current illness: wears daily contact lenses. 2 days prior to admission, pain in left eye, redness lacrimation, photophobia. On (B)(6) 2025 visit (possible date translation error). Visual acuity (va) 6/7.5, pinhole (ph) 6/6 . Left eye: eyelids irritated, no fb (foreign body) on eversion. Conjunctiva is irritated + cornea with a round corneal abscess, less than 0.3 mm at 12 o'clock, mid-peripheral, close to the axis, a/c (anterior chamber) deep and quiet, iris is preserved, pupil round and responsive, lens is clear. In conclusion: corneal abscess left eye. Recommendations: vigamox eyedrops every two hours; tobrex ointment "1x2 in the morning and before going to sleep;" follow-up appointment at eye clinic (B)(6) 2026; in any case of exacerbation, present to examination by an ophthalmologist immediately. Visit (date not provided). Clear, round corneal abscess, less than 0.3 mm,12 o¿clock, mid-peripheral, close to the axis, erosion closure above, appears to have begun to scar. Evaluation and conclusion: relief in pain; meticulously adheres to treatment; erosion has closed over. Continued treatment: none. Recommendations: vigamox eyedrops "1x6 per day;" tobrex ointment "1x2 per day;" follow-up appointment with hmo ophthalmologist in one week; in any case of ophthalmological exacerbation, present for examination immediately. No additional information was provided. This was determined to be serious adverse event on (B)(6) 2026 when the pt provided a diagnosis of "os corneal abscess and scar." A comprehensive review of the manufacturing records for lot number 5484220106 was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. The os suspect cls were discarded. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.